Event description:
It was reported that during an anterior cruciate ligament surgery the loop failed when the graft was pulled in. An additional bio screw was needed to fix the graft because tightrope failed. The surgery was finished successfully

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The complaint is confirmed based on customer provided video, which displays the suture failed. However, without return of the device for physical evaluation to verify the lay out of the device, the cause remains use error. No change in harm was identified.